Event description:
Boston scientific received information that a few days after the implant of a new system, a pneumothorax was noted. As a result, a surgical procedure was scheduled. After the surgery, it was found that the right ventricular (rv) lead had perforated the heart. A patch was placed over the perforation and the lead was successfully repositioned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.